Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, battery leakage was noted in the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.